Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual inspection and functional testing verified the reported condition. A leak pressure test, device-device interaction test, and clamp function test were performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of this issue was determined to be use error, patient omitted an act that resulted in different medical device response than intended by the manufacturer or expected by the user. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide advised the patient to ¿¿twist the transfer set connector until it is firmly seated.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse experienced a connection issue between a patient connector and tubing. The nurse stated that they twisted the tubing and patient connector and discovered the tubing had separated from the patient connector. There was no patient injury or medical intervention associated with this event. No additional information is available.